Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent uneventful cataract plus stent procedure. Postoperatively, the stent appeared in position with the iris entering the stent and completely obstructing the flow. There was no surgical or medical intervention performed. The most recent prognosis was reported as ¿some iris still in the stent, partially reopening now and the iop still good¿. The patient was placed back on glaucoma medication (timolol).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent procedure, the surgeon requested medical counsel regarding the use of yag laser to treat an obstructed stent. The medical monitor and the surgeon discussed treatment options, and additional information has requested.